Manufacturer narrative:
Per the user guide: the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 438 mg/dl and a bolus was delivered to address the bg level. A pump system check was performed and no device issues were found. Reportedly, the customer had been using apidra in the cartridge.